Event description:
It was reported that a patient presented remotely on (B)(6) 2022 with a non-sustained right ventricular oversensing (nsrvo) alert on their implantable cardioverter defibrillator (ICD) as a result of episodes of post-sensed t-wave oversensing (pstwos). Programming changes were recommended, but no intervention was reported. There were no patient consequences.

Event description:
New information notes that programming changes were made to address the issue. The patient was stable throughout.